Manufacturer narrative:
The investigation determined the alarm accompanying the initial result correctly alerted the user to an issue with the sample. For the unusual reaction kinetics alarm, product labeling states: "there is a high possibility that the sample contains an interfering substance which accelerates the reaction kinetics. For such samples it is not possible to report a reliable analyte concentration with this assay. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other finding." The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of discrepant vancomycin immunoassay results for one patient between two cobas 6000 c501 module serial numbers (B)(4) and a bm nanopia (sekisui) using online tdm vancomycin gen.3. On (B)(6) 2021, the initial results gave an unknown numeric value and had an alarm indicating unusual reaction kinetics. The sample was centrifuged and the same result was obtained; the numerical result was requested but not provided. The sample was diluted and resulted in the alarm indicating unusual reaction kinetics. The results were the same for both cobas 6000 c501 modules. On (B)(6) 2021, the sample was repeated on a cobas and produced a result of 4.8 ug/ml. On (B)(6) 2021, the customer took a new blood sample from the patient and ran the new sample. The result was 4.8 ug/ml on the cobas c501. The result was around 19-20 ug/ml on the bm nanopia.